Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The field service engineer (fse) performing preventative maintenance (pm), disassembled the pneumatic assembly, removed the pressure transducers , cleaned and re-lubricated with vacuum grease. The fse reassembled the unit and it passed the transducer calibration. The fse performed all manifold and leak test, however the unit failed the pim test which is related to the reported failure. The fse replaced the pim module and completed all pm and calibrations. The unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse),the transducers were unable to be calibrated on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement thus, no adverse event reported.